Event description:
Patient was revised to address a broken stem and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 2/19/16, 2/24/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. X-rays and medical records were reviewed. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/12/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported that during osteotomy to remove fractured stem, the osteotomy bone broke and a left a piece at the junction of vastus ridge that left a separate piece of trochanter that later fractured too. These fractures were not reported as they were not component related. The surgeon reported that it was a long and difficult process to complete osteotomy to remove stem. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 24, 2016. Update 5/6/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 23, 2016. The complaint was updated on: mar 3, 2016.